Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system device is being filed under separate medwatch report.

Event description:
This is filed for the difficulty removing the clip delivery system (cds), tissue damage and clip opened while locked. It was reported that this mitraclip procedure was to treat torrential tricuspid regurgitation (tr). A mis-key technique was used. The first cds (80412u270) was advanced to the valve, but the clip became caught on the leaflet. Troubleshooting was performed for about one hour, but was unsuccessful. The clip was going to be deployed only on the septal leaflet; however, while establishing final arm angle, the clip popped open and released. The cds with the clip was removed, and a massive flail and chordal ruptures were observed. The cds was tested twice outside the anatomy, and the clip popped open again. A new cds was advanced and the clip was deployed. The next cds (80412u272) was advanced, but the grippers snagged on the implanted clip. The clip was re-positioned. While attempting to raise the grippers, the grippers did not respond. It was thought that the clip was out of the valve. The clip was going to be closed and removed, but the cds would not move. It was then seen that the posterior/septal leaflets were perfectly grasped without realizing. The leaflets were on top of the grippers and not the arms. The clip was deployed. While removing the gripper line, the normal resistance was not felt. Two clips were deployed, reducing the tr 1-2 grades to severe. It was noted that imaging was difficult throughout the case and tricuspid height issues made it difficult for maneuvering the cds. The patient was confirmed to be stable post procedure. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the reported mechanical issue was confirmed during returned device analysis. A delivery catheter (dc) distal bond failure was observed which appears to be related to a potential product issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The observed difficult to remove gripper line and lock line were likely a result of the dc shaft distal bond failure; however, this cannot be confirmed. The reported difficult to remove resulting in physical resistance appears to be due to the challenging patient anatomy of the tricuspid height, which made maneuvering difficult, and due to the reported poor image resolution. The reported poor image resolution was related to procedural circumstances. The mitraclip system instructions for use (IFU) states that the mitraclip system is intended for reconstruction of the insufficient mitral valve; however, the use error did not contribute to the other reported issues. A definitive cause for the reported mechanical issue could not be determined in this incident. Lastly, the reported patient effect of tissue damage appears to be due to the reported difficult to remove. The reported patient effect of mitral valve injury as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.